Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller stated patient needs an MRI scan but they won't do the scan because they need specifics on patient's device. Caller stated they provided pt ID card to MRI facility but stated they need more information on patient's MRI eligibility. Agent reviewed MRI eligibility/MRI mode overview. Caller stated they won't do the MRI because they "can't put it in safe mode" and the spinal cord stimulator is not working. Caller stated they have to do a go around instead of the MRI due to this and stated they will do a CT scan. Agent redirected caller to manufacturer of spinal cord stimulator to discuss. Caller stated they are talking to them. Agent offered to review how to put patient's medtronic bladder stimulator into MRI mode but caller stated patient will be having CT myelogram instead of MRI. Caller stated external devices were not charged at time of the call and stated they would call back if needed. Additional information was received 2025-feb-03 from the patient. They reported that the reason they couldn't put it in safe mode for MRI was because the leads were broken. Patient received a CT instead and was working on resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 26-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.